Manufacturer narrative:
The following devices were also listed in this report: acetabular shell, cat# unknown, lot# unknown. Femoral head, cat# unknown, lot# unknown. Femoral stem, cat# unknown, lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "infection - required 2nd surgery' for patient's left hip".upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or reoperated on as reported in the table attached.